Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to discomfort, osteolytic changes, and laboratory values indicating evidence of metal corrosion.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.